Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt ((B)(6)) experienced ear stimulation and a warm sensation in her ear. The pt is working with her physician to determine the next course of action. No further info is available at this time as all f/u attempts have been unsuccessful.